Event description:
Device malfunction: device #1 blocked marker lumen. Time of malfunction during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, no blood presented through the marker lumen. A second proglide was used; however, when pulling back the plunger, the sutures were tangled. A third proglide device was used successfully to achieve hemostasis. There were no adverse patient effects reported. Additional information has been requested.

Manufacturer narrative:
Device #2: part #12673-05, lot #64121-6h, will be filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.